Manufacturer narrative:
Other relevant device(s) are: product ID: 9734252, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a cranial resection. It was reported that the healthcare professional was in a case and put pressure on the vertek arm causing it to move. Navigation was aborted causing less than an hour delay in the procedure. No impact on patient outcome. Troubleshooting involved verifying that the vertek arm is locking normally.